Event description:
It was reported that the patient presented for follow-up with the implantable cardioverter defibrillator that reached the elective replacement indicator (eri). It was also noted that the device exhibited slow charge times. Premature battery depletion was suspected. The device was explanted and replaced. The patient was in stable condition.